Event description:
Medtronic received information that during use of a Fusion oxygenator, it was reported that the customer felt the gas exchange performance of the device was less than expected and it did not provide the level of oxygenation expected for this patient's size and type during cardiopulmonary bypass. The patient had a nasopharnygeal temperature of 36°C and an arterial blood temperature of 36°C. The patient's Heart-Lung machine (HLM) blood flow was at 6lpm. The fraction of the inspired oxygen (FiO2) was 90%. There were no other parameters available at time of the report but the device was described as struggling. There was no damage to any component or packaging. There were no visible clots and the anticoagulation was within protocol for the duration. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.